Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella cp for mechanical circulatory support. During the support, it was reported that the patient had purge flow decreasing and some concern over a clot. Options were discussed. The patient remained on impella cp support and they were unable to wean. During rounds, it was decided it was time for escalation. The impella cp was removed. The patient was stable post explant.